Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, roduct type: lead .

Event description:
The manufacturer representative (rep) reported that the leads had moved up from t8; one was at t1 and the other was at t5. The patient reported via the rep that he had not done any bending, twisting, or lifting; however, days after the last programming, he started feeling rib/chest stimulation. Programming was attempted without success; the issue was not resolved. Surgical intervention was scheduled for (B)(6) 2016. The rep later reported that the patient had a lead revision today and was getting coverage of pain. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.